Manufacturer narrative:
Batch review performed on 14 april 2020: lot 1907509: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the insertion of the stem, the surgeon checked and discovered the perforation at the distal side of the stem at CT image. The surgeon was able to retrieve the stem, but the surgeon was not able to retrieve the bone cement completely. The surgery finished without implanting the femoral stem. Total surgery time was 4.5 hours. 2.5 hours delay. The soft tissues were hard. Revision surgery is planned, but the detail is unknown at the moment.